Event description:
Baxter reported a hosp had found a leak at the site of the cassette. Leak was due to a cut in the tubing during infusion. The report stated no pt injury or medical intervention required.